Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a smooth linear opening with leakage in the port tubing consistent with wear and tear. Analysis noted a striated opening in the band tubing consistent with surgical removal of the device.

Event description:
Healthcare professional reported "port accessed, only small amount of fluid and air drew back consistent with leak in port". The port was explanted.

Manufacturer narrative:
Taper ii. Allergan has received the product however the analysis has not been completed at this time. Based implant date and event date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the model number, serial number, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported "port accessed, only small amount of fluid and air drew back c/w leak in port." The port was explanted.